Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy, and seroma-late, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: it was seen that has fluid in both breasts; "capsular contracture" baker grade IV; "signs of intracapsular rupture"; "reactional left axillary lymph node disease".

Event description:
Patient's family reported left side "noticed and be uncomfortable with the height of the breasts", "it was seen that has fluid in both breasts", and "reports that has pain in the left breast." Patient's family later reported "capsular contracture" baker grade IV, "signs of intracapsular rupture", "thickening and enhancement of the left fibrous capsule", "inflammatory process" and "reactional left axillary lymph node disease." Device remains implanted.